Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported experiencing elevated blood glucose levels of>700 mg/dl. Her normal blood glucose range was 120-150 mg/dl. She indicated that she has been experiencing episodes of elevated blood glucose for the previous 4-5 months. Patient indicated that the infusion set cannulas had been bending. In 2006, she indicated that when she woke up she felt like she was having a heart attack because her arm and leg were numb and she could not get up. Her blood glucose was >700 mg/dl. Patient reported that the previous weekend, she was "throwing up ketones" as a result of her blood glucose being elevated. She indicated that she addressed the elevated blood glucose issues by changing the infusion set, administering a bolus, and taking aspirin. No medical assistance was reported. Product will not be returned for evaluation.